Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a return of spasticity. During a pump refill procedure, it was discovered the actual residual volume (1 ml) was less than the expected residual volume (8 ml). The pump was refilled to capacity; the procedure and programming info from the previous refill was confirmed. The physician planned to evaluate the infusion accuracy at the next scheduled refill appointment. The pump delivered bupivacaine (marcaine) and baclofen. Additional info has been requested, but was not available as of the date of this report.